Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a high undefined lead impedance warning. The ra lead is programmed off and remains in patient.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a high undefined lead impedance warning. The ra lead is programmed off and remains in patient. No patient complications have been reported as a result of this event.